Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty cr [circuit] board. However, it was not possible to further specify the cause of this suggested event. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the insufflator occasionally displayed a black screen on the front panel. The event occurred during preparation for use. The patient was not under anesthesia. The therapeutic neurasthenia was completed without delay, using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. Establishment name: (B)(6).